Event description:
76 year old female implanted on (B)(6) 2023. They were seen at their 4 week activation appointment with no issues related to healing or the infection. On (B)(6) 2023, they were seen by the implanting physician's pa. At this appointment, an infection of the incision site was noted by the pa. The patient was prescribed antibiotics (i.e. Im rocephin, ceftin, and flagyl). On (B)(6) 2023, patient returned to the office for a follow-up appointment and the wound was healed. On (B)(6) 2023, at a re-programming appointment, vtc sales personnel was informed of the infection.